Manufacturer narrative:
The insulin pump was received with missing segments due to open lcd zebra connector and was unable to complete functional testing due to missing segments. No unexpected low battery or off no power alarms noted. All operating currents are within specification and passed off no power test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump began to vibrate and he noted that the display was blank. The customer did not recall the blood glucose reading. The display did not return after inserting a new battery. The customer removed the battery and replaced it and the insulin pump reset itself with a reset error alarm and had a line going through the screen. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.